Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 28.6 mmol/l; cause was not known. Customer received normal third party assistance and delivered a correction bolus via pump to address bg level. Recommendation was made to consult with a healthcare provider to discuss diabetes management.